Manufacturer narrative:
The defective part was not available for investigation, therefore the root cause could not be identified. Due to the construction of the instrument with non-flammable and flameproof materials, the risk for patients, operators, and the environment is very remote. No patient samples were affected and no operators were harmed.

Event description:
The customer reported the printed circuit board (pcb) plastic cover melted producing a smell and the instrument would not turn on. No patients were involved in the event or adversely affected. No operators were harmed. The customer found the vacuum pump and touch screen were damaged. The field service representative determined the cause was electronic failure. He confirmed the inductor pcb plastic cover melted which produced the smell. The field service representative replaced the vacuum pump assembly and monitor.